Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The site contact was unable to provide info as to how the device jaws were eventually removed and did not provide add'l details about the incident or device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.